Event description:
It was reported that low hv lead impedance due and externalized conductors were noted. The patient will be scheduled for an explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that the lead was attempted to be explanted but unsuccessful. The lead remains implanted.